Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
It was reported by the user facility in the united kingdom that they had problems with the bi blade on the last case. The eye kept collapsing and they had to put the pressure up to 40 extending the surgery 15-30 minutes. The patient had to go back for further surgery the following week for choroidal effusions. Silicone oil has been put in the eye.

Manufacturer narrative:
The product was discarded, and a lot number cannot be provided; therefore, the DHR review cannot be performed. Although requested, the ¿lot number¿ is not available, therefore the UDI-pi is not available. The investigation is on going